Event description:
This customer reported that the device did not recognize the therapy cable during op check.

Manufacturer narrative:
(B)(4). This customer reported that the device did not recognize the therapy cable during op check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.